Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089330) on 11-sep-2019. The most recent information was received on 02-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joints starting to ache but my knees were detoriating') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam, ferrous sulfate, gabapentin, hydroxyzine, ibuprofen, lamotrigine (lamictal), omeprazole (protonix), paracetamol (tylenol), prazosin, promethazine, simeticone (gas-x) and trazodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion hospitalization), abdominal pain ("right side abdominal pain was horrible") and menorrhagia ("periods seemed constant and where so heavy it was hemorrhaging"). The patient was treated with surgery (hysterectomy and knee surgery including one where her medial condyle was rebuilt with cadaver bone). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain was resolving and the arthralgia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion (hospitalization, required intervention)and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089330) on 11-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and arthralgia ('joints starting to ache but my knees were deteriorating') in a female patient who had essure (batch no. A14901) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam, ferrous sulfate, gabapentin, hydroxyzine, ibuprofen, lamotrigine (lamictal), omeprazole (protonix), paracetamol (tylenol), prazosin, promethazine, simeticone (gas-x) and trazodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion hospitalization), abdominal pain ("rightside abdominal pain was horrible") and menorrhagia ("periods seemed constant and where so heavy it was hemorrhaging"). The patient was treated with surgery (hysterectomy and knee surgery including one where her medial condyle was rebuilt with cadaver bone). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain was resolving and the arthralgia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, menorrhagia and pelvic pain with essure. The reporter commented: serious injury criterion (hospitalization, required intervention)and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.